Event description:
A customer reported a suspect positive cyclesure biological indicator (bi) after a completed sterrad 100s cycle. The customer ran ten loads that day, all the loads passed except the third load. All instruments in the affected load were recalled except for a camera. The customer is not sure which one of two patients the camera was used on. No human reactions were reported to date due to this event. The bi was placed in the back of the chamber during the cycle.

Manufacturer narrative:
Concomitant devices: sterrad 100s sterilizer - serial number unknown. Camera - part and serial number unknown. (B)(4) suspected positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the complaint history, service history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) was not reviewed since the lot number was unknown. The complaint history for the cyclesure bi did not reveal a trend for suspected positive bi. The service history review of the sterrad 100s sterilizer was not performed to address a positive bi. There was no report of sterilizer malfunction. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. Based on the information available, a definite root cause to the reported issue is not determined. Without the return of the actual complaint sample or a lot number, a thorough investigation cannot be performed. The retain samples could not be tested since the lot number is unknown. It is unlikely that the positive bi result was attributed by the sterrad 100s sterilizer since there was no report of a sterilizer malfunction. Since the tray data was not provided, load compatibility could not be confirmed. There was no service record performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer.